Event description:
Additional information was received from a consumer. It was reported that over a year and three months ago, the patient had a heart attack and had a cardiac rehab unit. When the patient was placed there after being transported from the hospital, they were told the patient had a refill appointment and had to be transported. It was then stated that the doctor "took it upon himself to withhold" all the patient's pain medication that he had been on for 20 years. The patient's wife then found him 3 days later in the fetal position in bed and the patient had seizures and kidney failure. The patient then had a long hospitalization following that and the patient did not know where he was, who he was, or his wife. It was noted the pump had gone empty over a year ago and the "low volume" alarm was still on, which had been occurring since then. It was stated that the hcp stated the pump was contaminated and could not be refilled. Additionally, he was refusing to remove the pump from his body. It was asked if the pump had been in there so long it could become toxic to his body. The hcp was asked to turn the alarm off, but it was stated that they would need to contact the manufacturer for the code to turn the pump off.

Event description:
Information was received from a consumer regarding a patient receiving morphine with an unknown dose and concentration via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported on an unknown date that patient pump was empty because medical director of the nursing home did not want to have the pump filled. It was stated the healthcare professional (hcp) does not want to use the pump that is implanted because hcp felt it may be contaminated being that it has not been in use. Patient stated "about 2 years ago" (2014) patient had a stroke and has paralysis in the left leg due to the stroke.

Event description:
Additional information received from a healthcare provider (hcp). It was reported that the patient had an empty pump. The empty pump alarm was occurring. The patient had not missed a refill. The patient was in a long term facility for three months and they did not want to refill the pump so the pump was allowed to run dry. The patient was given orals by the long term facility but caller was not sure what drug specifically. The hcp stated their facility had given the patient oxycodone and oxycontin. The hcp planned to turn the pump off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.